Event description:
It was reported to philips that the azurion 5m20- shutters were unavailable, exposure outside detection area. Several reboots did not resolve. The procedure was unable to be completed. The patient was moved to another room. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system onsite and confirmed that the shutters were not available. The error message "shutters not available; exposure outside detection area" was displayed. After reviewing the log files and inspecting the system, the fse found that the fdcsib (system interface board) was faulty. The fdcsib is located in the m-cabinet which performs the image pre-processing step within the image processing chain. It also offers an interface towards the collimator. The philips fse replaced the fdcsib and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.